Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to hyperglycemia. The customer's blood glucose at the time of hospitalization was 485 mg/dl. The customer expressed stomach sickness and diarrhea as symptoms of their high blood glucose levels. The customer believed that his insulin pump was working as it was supposed to. The customer stated that he had been experiencing high blood glucose levels for a while and that they were always high. Advised that the customer would be called back when the customer had time. The customer declined troubleshooting for his insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.